Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0712 cough.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 8 days after the sensor had been inserted in the arm. On the (B)(6) 2024, the cgm reading was 300 mg/dl and there was no bg meter comparison was taken at this time. The patient self-treated with insulin and then went to bed to sleep. The patient¿s spouse checked on his phone and saw that the patient¿s cgm was 69 mg/dl decreasing to 66 mg/dl and then after few minutes it increased to 72 mg/dl. The spouse checked the patient, and the patient was sweating, mumbled, had a coughing sound and was unable to speak properly. The spouse called emergency telephone number and the emergency medical technicians arrived around 9:30 am. The emergency medical technicians took a bg reading which was 36 mg/dl and the cgm reading was 72 mg/dl. The emergency medical technicians treated the patient with glucose intravenous and a peanut butter sandwich. After the treatment the bg value increased to 256 mg/dl and the cgm reading was 220 mg/dl. The emergency medical technicians left around 10:10 am. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the c zone of the parkes error grid calculator when the patient was tested by the emergency medical technicians. The reported glucose values fall within the a zone of the parkes error grid calculator after treatment was taken. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.